Event description:
A male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the procedure since left common iliac artery had circumferential calcification. Moreover proximal neck was short (15mm) and the pt had experienced open chest surgery before this procedure. The procedure was performed as prescribed. The physician attempted to insert the contralateral iliac leg, however, it was not advanced. The wire guide was replaced from a super stiff wire guide to a lunderquist wire guide, but it was not valid. He thought it was caused because the delivery system of the iliac leg had made contact with the delivery system of the main body, and the top cap and the grey positioner were docked after the ipsilateral limb of the main body was deployed. Then the entire top cap and the grey positioner were withdrawn. After that, the contralateral iliac leg was attempted to be inserted again but it was still invalid. Pull-through technique was used and the contralateral iliac leg was placed. Final angiography revealed left renal artery positioned lower than right side was occluded. Cannulation was performed with femoral approach, but it failed. The same attempt was made with brachial artery approach. Then the occluded area was dilated with a balloon and another manufacturer's renal stent was placed. It was confirmed blood flow to left renal artery. The aspect of left common iliac artery was not good, so an express stent and a zilver stent were placed in there for long-term prognosis. No adverse effect to the pt.

Manufacturer narrative:
(B)(4) - occlusions are labeled in the IFU. Event evaluation: no product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the need of the user. Each device is set with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems. Non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm; with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm; with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." "Inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries, the proper deployment sequence for releasing the top cap, and deployment of contralateral and ipsilateral legs, and provides guidelines for proper anatomical requirements. In addition, the IFU provides instructions on performing angiography prior to top stent deployment to verify the position of the graft with respect to the renal arteries. Stating: "if necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.)" The failure mode assigned to this case is advancement difficult. This failure mode was determined based on the provided event description as well as the physicians comments: "proximal neck was tortuous and the stent was angulated. The difficulty of iliac leg advancement was caused since the tip of the contralateral iliac leg delivery system caught the stent. Renal artery occlusion was thought to be caused since the main body was pushed up when the contralateral iliac leg delivery system was attempted to be advanced several times due to difficulties." The pt anatomy likely contributed to this failure, in additional, it should be noted that the device was used outside the IFU in multiple ways. We will continue to monitor for similar complaints. No additional actions required at this time. The risk is insufficient per qera. The risk remains at an acceptable level as a result of this complaint.